Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The foreign object could not be identified. The root cause of the foreign object residue in the device could not be identified. According to the instruction manual for reprocessing at the time the product was shipped, there are the following descriptions as to reprocessing. Chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection and sterilization procedures chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the ultrasonic gastrovideoscope exhibited a foreign object-related us cover. There were no reports of patient involvement